Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii selective diagnostic catheter without side flushing holes. The costumer use a cardinal laboratory's angiography 4fr catheter. (B)(4).

Event description:
It was reported that the difficulty withdrawing the coil into the catheter was encountered. A 4mm x 10cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil was unable to put back into a non bsc 4fr angiography catheter. The event resulted in a delay of about 10 minutes and the procedure was completed with another of the same device. No patient complications were reported.